Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the jaws on the maryland bipolar forceps instrument melted. No other information was provided. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
During baxter service an eos alarm occurred during infusion causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
This is a correction report to the final report sent on 10/25/2010 stating that control solution testing was performed. In reviewing the investigation further, control solution testing was not performed on the meter. Dry testing was performed and did not confirm the memory overwrite complaint. This is a final report.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. No indications of memory overwrite were observed. This is a final report.